Manufacturer narrative:
H3, h6: the probe, lot number: 221226, was returned to the manufacturer for analysis. Tip was sightly bent. Good geometry and divot error readings. The reported event could be duplicated by medtronic personnel. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the instrument deformed during use in a scoliosis operation. It was believed that the instrument was used in a hard part of the bone. The operation was completed by using another instrument. No known impact to patient outcome. There was no surgical delay.